Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 06/16/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: a review of the pump black box data showed that the data from the event date had been overwritten due to continued use. The current black box data showed evidence of battery alarms and multiple pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked from the thread area to the case seal. There was evidence of moisture contamination inside the battery compartment. The pump powered on intermittently using returned battery cap. The battery cap contact dimensions measured within specifications; evidence of moisture contamination on the underside of battery cap ground spring was observed. A test battery cap was used for all testing. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. A leak test was performed and showed a leak at the battery compartment crack. The pump case was removed and no evidence of additional moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim and discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.